Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician was unable to retract the helix of this right ventricular (rv) lead in order to reposition it to obtain better parameters. As such, the physician elected to leave the lead implanted and connect to the pacemaker. At follow-up that day the device was found in storage mode and the rv lead exhibited high out-of-range pace impedance measurements. The device was set to brady mode and high frequency noise was observed. The following day a revision procedure was performed at which time the lead was tested via pacing system analyzer (psa) and out-of-range measurements were confirmed in both unipolar and bipolar configurations with noise observed. The lead connection was also tested and found without issue. The lead was explanted and replaced. No adverse patient effects were reported.